Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed october 5, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a recurrent skin overgrowth on the abutment. Subsequently, the patient was treated with the oral antibiotics and cauterization (date not reported).

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to place an internal magnet on the fixture. The implanted device remains. (B)(4).